Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. The vse instrument has not been returned to intuitive surgical, inc. (Isi) for evaluation. A follow-up MDR will be submitted if additional information is obtained. Device logs for the vse instrument show all cut events were completed cuts, and the seal events all appear to have standard parameter values. The system logs revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the jaws of vse instrument would not open while grasping unspecified tissue. As a result, the surgeon had to cut the tissue around the instrument's jaws in order to remove the instrument. The type of tissue, subsequent repairs, or complications from cutting the tissue are unknown.

Event description:
It was initially reported that during a da vinci assisted total colectomy, the vessel sealer extend (vse) instrument would not open after sealing and cutting. At the time the issue occurred, the vse instrument was grasping unspecified tissue. The surgeon had to reportedly cut the tissue from around the instrument's jaws in order to remove the instrument. A second vse instrument was installed to continue with the procedure. During follow up, the surgeon stated the vse instrument would not open unless the cut function was used, but he wanted to perform two consecutive seal cycles instead. It is unclear if the reported cut tissue was the sealed tissue or the unsealed tissue around the jaws of the vse.